Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was conducted. It was observed that the cuff inflated however it deflated. Upon further inspection a channel was observed between the base of the cuff and the main tube. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. There was no reported patient harm/adverse event.